Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 5112206/5083776.

Event description:
It was reported that the patients spinal cord stimulator (scs) was causing increased pain and was not providing adequate stimulation coverage. The patient underwent an scs system explant procedure and was doing well postoperatively. The explanted devices were not be returned.